Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿are cementless acetabular components contra-indicated in the elderly?¿ by a. Wahab, et al, published by european journal of orthopaedic surgical traumatology (2007), vol. 17, pp. 263-266, was reviewed. This study reviews a single surgeon series of 179 consecutive primary total hip replacements using an uncemented acetabular component. Patients were followed up clinically, radiologically and by means of a postal questionnaire. Implanted depuy products: duraloc acetabular cup and locking ring (screws were used in 12 cups), polyethylene liner, elite plus femoral head, and elite plus femoral stem. There was an unknown number of cemented cups and/or stems secured with unknown cement. Results: 1 complete revision due to infection. 1 revision of the liner due to recurrent dislocation. 19 cases of reported post-operative limb asymmetry. No intervention required. 2 dislocations treated with closed reduction. 9 reports of post-operative thigh pain. Captured in this complaint: duraloc cup, screw, stem, and locking ring: no reported product problem. Acetabular liner and femoral head: implant dislocation. Health impact codes: medical device removal and surgical intervention. Symptom codes: joint dislocation, pain, infection, and limb asymmetry."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.